Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he changed the infusion set today and his blood glucose has been high. After troubleshooting, he changed his set and bolused again. Customer stated that the bolus delivered without any problems. Customer's blood glucose was 430 mg/dl. Customer stated that the alarm just occurred and it occurred during bolus. Customer stated that the issue has not been resolved. Customer stated that the pump did not alarm no delivery with 5.0 unit fixed prime on the current set. Customer was advised that the pump was working as designed. It was explained that the alarm was caused by the set or reservoir connection.